Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who confirmed the device was displaying a inop error and no sound was heard from the speakers. The biomed stated that a speaker set was taken from a working vs30 monitor and was installed into the defective vs30 monitor and this resolved the issue. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction inop alarm is displayed and no sound is heard from the speakers. The device was in use on a patient at the time of the event. There was no adverse event reported.